Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual examination noted blood in the sheath of the device. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The sheath was noted to be damaged. Functional testing was attempted using a test rotablator advancer unit and it was noted that water was leaking from the sheath of the device due to the damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve.¿ (B)(4).

Event description:
Reportable based on device analysis completed on 16may2016. It was reported that a saline leak occurred during preparation. A 1.50mm rotalink¿ plus was selected for use. During preparation of the device it was noted that saline was not flowing to the tip of the device. It was observed that there was a leak at the level of the advancer. The device could not be used and the procedure was completed with another 1.50mm rotalink¿ plus. No patient complications were reported. However, device analysis revealed that the catheter sheath was split.